Event description:
A consumer reported that the pt experienced vomiting because the ot meter pt was using gave repeatedly "redo test" message. Pt did not take any insulin based on the ot meter results. Consumer had meter replaced by lifescan mexico.